Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a system error 3 alarm and the pump stopped working. As a result, the pump was restarted, and pumping resumed. There was no report of delay in therapy or complications. Additional information received: there was a report of death. Dr. (B)(6) stated that the patient was critically ill and that the device did not contribute to the patient death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a system error 3 alarm and the pump stopped working. As a result, the pump was restarted, and pumping resumed. There was no report of delay in therapy or complications. Additional information received: there was a report of death. Dr. Matsuura stated that the patient was critically ill and that the device did not contribute to the patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 3 alarm" is not able to be c onfirmed. The certified service technician checked the pump and could not replicate the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a system error 3 alarm and the pump stopped working. As a result, the pump was restarted, and pumping resumed. There was no report of delay in therapy or complications. Additional information received: there was a report of death. Dr. Matsuura stated that the patient was critically ill and that the device did not contribute to the patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 3 alarm" is not able to be c onfirmed. The certified service technician checked the pump and could not replicate the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: this complaint has been reopened to investigate the device returned to teleflex. The reported complaint of alarm system error 3 is confirmed. The pump alarmed system error 3 and high baseline during the functional test with the returned motor driver and cable installed. Upon return, discoloration consistent with burn marks was noted on the connector of the motor driver cable and the cable connection of the motor driver. The root cause of motor driver and cable failure is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.